Manufacturer narrative:
The insulin pump alarmed button error alarm and no button response due to corroded keypad trace. The insulin pump was unable to verify failed battery test alarm, battery out limit alarm, bad battery alarm, battery error alarm due to button keypad anomaly. The insulin pump received with cracked display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 160 mg/dl. Customer stated that he took the pump to his doctor's appointment today and replaced the battery. The pump started to work again but it gave a battery error, battery out limit alarm, and bad battery alert. Customer was sleeping when the alarm woke him up. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Alarm history was later reviewed and only battery alarms were found. It was explained that this was normal function for the pump to alarm no additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.